Event description:
On (B)(6) 2025 the user experienced fluctuating blood glucose (bg) levels, including a low of 63 mg/dl and a high of 393 mg/dl. The low occurred following a delayed lunch announcement made more than 30 minutes after eating, which overlapped with a correction dose previously delivered for hyperglycemia. The low was corrected with glucose tablets. The user was counseled on proper timing of meal announcements¿specifically, to announce meals when eating and allow correction algorithms to function if a meal is delayed. The user understood and agreed to follow these instructions. No external assistance or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.